Event description:
Same case as 2134265-2008-04595 and 2134265-2008-04597. It was reported, by a patient's spouse, that post a coronary drug eluting treatment procedure, blood clots occurred. The physician implanted three taxus express2 drug eluting stents to an unk vessel, two 3.5x24mm taxus stents and a 3.5x28mm taxus stent. Approximately 21 months post stent implantation, the patient presented to the hospital with chest pain and "charley horse" in his legs. At the time of this report the patient was hospitalized due to blood clots in his lungs, legs and femoral artery. The patient also had a fever and urinary tract infection. Additional information regarding this event has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is determined to be anticipated procedural complication.